Event description:
It was reported that there was a sudden slight elevated left ventricular (lv) lead threshold. The lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2011; product ID: dtma1d1 crt-d, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.